Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, one of the leg assemblies perforated the bladder. The physician pulled the leg assembly out and cut it, and was able to complete the procedure with this device. It is unknown if there was any medical intervention to repair the bladder perforation. There were no further complications to the patient, who is reportedly over 18 years of age and is recovering.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date. (B)(6).